Event description:
A customer contacted beckman coulter inc. (Bci) regarding low qc and patient sodium (na) results generated by the unicel dxc 800 pro synchron clinical system. The results were questioned by the physicians and the samples were repeated and corrected reports were issued. The actual patient results were not supplied by the customer. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Qc is performed every 8 hours and was within range prior to the event. A field service engineer (fse) went on-site and was unable to duplicate the issue. A preventive maintenance (pm) was completed. A clear root cause for this event has not been determined to date.